Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm noted. Scratched lcd window noted during visual inspection.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was 412 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.